Event description:
While using a byte day aligners, patient reported that the sharp edges on their aligners are cutting into their gum, and they feel a lot of pressure on their back upper teeth. This set of aligners do not feel great as the other sets did. Advised patient to smooth the sharp edges and provided warm water tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.